Manufacturer narrative:
Components of the superdimension system; case recordings and edge locatable guides, were returned and evaluated. The evaluation resulted in the virtual position jumping however no system or hardware problem was found. The issue was not verified in lab therefore no conclusion could be made. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia.

Event description:
The physician had registration and accuracy issues during a superdimension system enb procedure and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event.